Event description:
This is a report of a patient who experienced peritonitis and later passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. The event of peritonitis was reported to be a recurrent case that had been ongoing for a couple months. The patient was treated with imipenem for the peritonitis. During this time, the patient experienced an acute cardiac arrest and was hospitalized for the event. On the same day, the patient passed away due to cardiac arrest. The patient had not yet recovered from the peritonitis when they passed away. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.